Event description:
It was reported that after implant, loss of capture was noted on the patient's right ventricular (rv) lead, and the patient experienced syncope. Diagnostic imaging confirmed dislodgement of the rv lead. During revision, the rv lead suture sleeve was found to be loose. The physician elected to explant and replace the rv lead. After multiple times of dislodgement of the replacement rv lead during the procedure, it was successfully implanted. The patient's condition remained stable.

Manufacturer narrative:
The reported events of suture sleeve not securing the lead and failure to capture were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The suture sleeve and the lead body were found damaged consistent with procedural damage. Dimensional analysis of the suture sleeve and on the lead body observed to be normal and measured within specification. After cleaning and by applying torque to the connector pin, helix could be extended and retracted. The helix extension length was measured within specification.